Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that the allegation against this lead was not confirmed. Visual inspection revealed no abnormalities and the lead tip appeared normal.

Event description:
It was reported that this left ventricular (lv) lead was dislodged. This lv lead was then explanted. No additional adverse patient effects were reported.